Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart manager install was requested and barcode needed to be replaced, door hinge failure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer had requested for smart remote manager installed and needed barcode scanner replacement. A field service engineer (fse) checked alignment on hasp and noticed housing slightly low. Found fridge door sagging. The fse adjusted door level, cleaned and tightened connections on latch. Ran hardware testing application successfully multiple times. The customer was able to inventory multiple times without issue. The fse also replaced scanner cable. The customer was then able to scan. The system functioned as intended after the field service engineer resolved the issue.